Manufacturer narrative:
The technician replaced the brake steer caster and brake caster to resolve the issue.

Event description:
The account alleged the brake casters are not holding when in brake mode. No patient impact.